Manufacturer narrative:
As reported by the exactech knee replacement study, approximately twenty months post tka, the 58 y/o male patient experienced anterior knee pain and crepitus. A revision was performed. The event is not related to the device or the procedure. The event is noted as ¿resolved¿ on 09/18/2018. Device will not return due to clinical study policy. Patient¿s medical history: copd, sleep apnea, hyperlipidemia, depression, morbid obesity, atrial septal aneurysm. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-35-4009). Tibial tray (cat# 02-012-45-4040). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately twenty months post tka, the (B)(6) y/o male patient experienced anterior knee pain and crepitus. A revision was performed. The event is not related to the device or the procedure. The event is noted as ¿resolved¿ on (B)(6) 2018. Device will not return due to clinical study policy.